Event description:
Caller reported a minimum fill notification, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The caller successfully loaded the same cartridge onto the pump and resumed insulin administration.